Event description:
Boston scientific received information that this product was part of a system revision due to infection. There were no additional adverse effects reported.

Event description:
Additional information revealed that this right ventricular (rv) lead had fractured during explant procedure and part of the lead remains in the patient. Additional attempts were made however no further information available. No additional adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.